Event description:
It was reported that an unspecified bd¿ catheter was separated during use. Customer¿s verbatim: we received a photo but no written description of the issue.

Manufacturer narrative:
H.6. Investigation: bd received a 22 gauge nexiva dual extension assembly from an unknown lot for evaluation. A review of the device history record could not be performed as the lot number was unknown. Our quality engineer visually inspected the returned unit and observed that the extension tubing became disconnected from the winged adapter port. There was no traces of adhesive observed on the extension tubing but there were traces on the outside of the adapter port. Based off of the visual inspection and the provided photos the engineer was able to verify the reported issue. It was determined that an insufficient amount of adhesive was applied to the extension tubing. This caused an weak bond to form and allowed for the tubing to become disconnected. This was a known issue for the manufacturing facility and an investigation, CAPA#684099 is underway to correct this issue and ensure that a sufficient amount of adhesive is being applied.

Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd¿ catheter was separated during use. Customer¿s verbatim: we received a photo but no written description of the issue.